Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information received.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1bktm, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a lack of therapy and that the implant helped at first and then gradually stopped helping. The patient stated that the night prior to the call the patient's daughter told the patient that the ins site was inflamed and hot to the touch. The patient also reported that she thinks that her settings keep changing, however the patient does not use the pp herself. The patient wanted assistance with turning stimulation off and was assisted in doing so. A manufacturer representative later received information regarding the patient. It was reported that the patient was believed to have an infection as the implant site was red and swollen. The patient also reported that the site was hot as well. The system was explanted and cultures were taken to check for infection. Patient status is unknown at the time of this report. No device malfunctions were reported.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2017-05-01 17:43:20 (B)(4) product ID# 3058: the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Concomitant products: product ID: 3889-28, lot# va1bktm, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.